Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent cardiac ablation and it included an unidentified soundstar catheter. Patient experienced cardiac tamponade and required pericardiocentesis. It was reported that during an isvt case, a pericardial effusion was noticed. Caller reported while the physician was getting epicardial access, they believe they ¿nipped¿ part of the chest wall. The pericardial effusion was confirmed by intracardiac echocardiography (ice). Caller reported that the medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. Caller stated after they drained the fluid, a CT surgeon was consulted. The medical team confirmed no ablation had been completed and the ablation catheter was not in the body at the time of the injury. The bwi product in use at the time was the soundstar catheter. The patient was reported to be in stable condition. The catheter is not available to return. Additionally the reporter provides the adverse event discovered during use. Physician¿s opinion the event caused by issue during epicardial access - no product malfunction. A chest tap was provided as intervention. Patient fully recovered (no residual effects). No extended hospitalization. Transseptal puncture not performed. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. Event occurred prior to all phases: transseptal, mapping, and ablation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.